Event description:
A revision surgery was planned to be performed using the blueprint planning feature. This was a revision surgery with tornier implants. The patient was unstable after the original surgery. The patient was a 76 yo female who suffered a proximal humerus fracture where the surgeon originally treated using the perform fracture stem. On the revision case the surgeon removed the original 36 mm standard glenosphere and 36 3/4 vitamin e 0mm poly liner. The sphere and poly were replaced with a 39 mm standard glenosphere and 39 3/4 0mm ve poly for stability. The surgery was a success and the patient was reduced without any further instability issues due to upsize in the sphere.

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on provided images and reported information, which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since data and images were provided, the opinion of a medical expert was sought and stated as follows: from the provided information and images, the dislocation is confirmed on CT. I can conclude that the dislocation most likely was caused by a patient related issue due to insufficient soft tissue tension. It was solved by implanting a bigger glenosphere and a conforming new liner (that is compulsory after changing the size of the glenosphere). The implants themselves were intact, well-positioned and well fixated to the bone. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was planned to be performed using the blueprint planning feature. The patient was a 76 yo female who suffered a proximal humerus fracture where the surgeon originally treated using the perform fracture stem.